Event description:
The catheter was placed on the date of event and dressed with semi-permeable occlusive dressing. The catheter clotted the same day. Upon attempted removal of the unit, approximately 6 cm of catheter tubing broke away from the unit. The catheter broke again, when an attempt was made to remove the remainder of the line. The remaining catheter was retrieved by a cardiac catheter.

Manufacturer narrative:
One used catheter was received in three separate portions. Portion 1: confirmed by measurement the length of the catheter tubing to be approximately 6.3cm from the nose of the molded junction. Confirmed the placement of the catheter tubing to be in the correct manufactured position within the molded junction. Observed jagged edges in the area of the separation at the end of the catheter tubing. Portion 2: confirmed by measurement the length of the catheter tubing to be approximately 3.2 cm in length. Occlusion of dried bodily fluids was observed within the catheter tubing. Confirmed damaged jagged edges at both ends of the catheter tubing at the areas of the separations. Portion 3: confirmed by measurement the length of the catheter tubing to be approximately 10.9cm in length. Occlusions of dried bodily fluids were observed in areas of the catheter tubing. Confirmed damaged jagged edges at one end of the catheter tubing where the separation occurred. Conclusions: no corrective action will be taken at this time, as the damage identified is characteristic f misuse and mishandling of the catheter.